Manufacturer narrative:
Correction on a; date of implant: should have been (B)(6) 2013 instead of (B)(6) 2023.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net. Transmissions revealed the right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The patient was presented at the clinic subsequently and investigations performed with isometric testing were able to reproduce the noise. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.